Event description:
Report received of a device not sounding and audible alarm tone. The customer contact stated, the device was delivering an unspecified chemotherapeutic agent and did not sound an audible alarm tone when "the volume hit zero." There were no reports of any adverse patient effects and no medical interventions were required. Though requested, additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.